Event description:
Surgeon reported on (B)(6)-2014 that on (B)(6)-2013 he experience 3 suction breaks with a patient during the raster pattern of the right eye including one in the visual axis. Each time the suction was re-applied and the procedure was completed. Excimer treatment was also completed. It was reported that the pi lot used was returned to the tlc clinical services office (not manufacturer). The fellow eye (left) was treated without any issues. The post op right eye best corrected visual acuity (bcva) was 20/50. Account also reported that on (B)(6)-2014 an exploratory flap lift did not reveal any new information or treatment. On (B)(6)-2014, the patient was seen in clinic. Right eye rx +1.00-3.00x148 and best corrected visual acuity was 20/40-. Account reported that the plan is to use gas permeable contact lens with the patient.

Manufacturer narrative:
(B)(4). Additional information received on 5/15/2014. Account reported that in order to complete procedure they switched the suction ring and procedure was completed. Surgeon stated that now patient has irregular astigmatism and has a ridge present in the stromal bed. Surgeon did flap lift and stretched it to rule out striae (wrinkle). Visual acuity sans corrected 20/80-1 in right eye, 20/15 left eye. Prescription glasses is +1.00 -4.00 x140 20/30- in right eye. It was reported surgeon may consider idesign or possible intralase enabled keratoplasty in the future. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4):device has not been returned to abbott medical optics therefore, product evaluation has not been performed. A review of the manufacturing records show device was manufactured according to specifications and results were within specificationsall pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The date of (B)(6) 2014 which was provided in the MDR-initial report was incorrect; that the correct date is (B)(6) 2014. Changed to no. Follow up MDR#3: date of (B)(6) 2014 was incorrect and should have been (B)(6) 2014. Placeholder.

Manufacturer narrative:
Account reported that product was never returned to the (B)(6) office like initially reported. Placeholder.

Manufacturer narrative:
Patient interface (pi) was returned however, it was received unidentified and mixed with additional pis from the same lot number from the same account. Therefore, manufacturing site is unable to identify the suspect product in order to conduct an investigation. Placeholder.